Event description:
The received operative report indicates, " this patient is a (B)(6) female with past medical history significant for aortic stenosis, status post aortic valve replacement in 2005... She also has a past medical history significant for sleep apnea, morbid obesity, diabetes mellitus, pulmonary hypertension, and chronic atrial fibrillation. She presented with shortness of breath. An echocardiogram demonstrated critical aortic stenosis with a high velocity jet across the prosthetic aortic valve." It was noted that the subject aortic bioprosthetic valve was intact, however, the 3 leaflets were stiffened and calcified. The valve was explanted and replaced with another edwards bioprosthesis, the patient tolerated the procedure well and separated from cardiopulmonary bypass without difficulty.

Event description:
It was reported that a patient with a edwards aortic bioprosthetic valve had the valve explanted due to critical prosthetic valve aortic stenosis after an implant duration of approximately 7 years . The explanted valve was replaced with another edwards valve of the same model number and size. No additional information provided.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: the report of bioprosthetic stenosis was confirmed. The valve exhibited heavy calcification in the cusp area of all three leaflets. Minimal to moderate calcification was also observed on the free margin of leaflets 2 and 3. Heavy calcification was observed on the free margin of leaflet 1. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue was observed on stent inflow and outflow. Moderate host tissue was observed on the tissue inflow, it encroached into the orifice by 5mm on leaflet 1, 2mm on leaflet 2 and 4mm on leaflet 3. Minimal host tissue was also observed on the tissue outflow at commissure 2, it fused leaflets 1 and 2 by 2mm. Commissures 2 and 3 wireforms were also exposed. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Attempts to obtain additional information such as operative report and patient medical history are ongoing with the healthcare provider. The explanted device is expected to be returned, but has not yet been received. Additional information will be provided once available.